Manufacturer narrative:
(B)(6) pharma ae assessor spoke at length with v-go 30 user. Ae assessor was talking to the patient about a previous case 2021-049971 and patient mentioned another episode of hyperglycemia and continued problems with the needle popping out. Patient stated she had a previous fall which resulted in 3 vertebras being fractured. This happened prior to starting the v-go device. Patient has been in chronic pain since. Patient is being treated by pain management. Two weeks ago, not sure of exact date, patient received steroid injections into her back. This was a second round of injections, the first causing elevated glucose levels. Patient had discussed the treatment with her hcp prior and was told that they would adjust the insulin according to her response to the steroids. Patient wears a libre and noted that her glucose levels elevated as high as 540. Patient states she gave extra clicks, using all 18 clicks and then gave sq insulin in addition to what was in the vgo 30. Patient had symptoms of hyperglycemia including headache and being disoriented. Patient states her levels gradually came down into the 200 range. Patient also takes metformin as well as januvia. Patient maintains a carb consistent diet. Patient does not exercise but is physically active. Patient does have chronic back pain as well as stress from taking care of family members. Patient had called her hcp for treatment guidance. Patient was told her hcp was no longer there and they did not assign a new hcp to her. Patient also stated that the needle of the device had popped out, but was unsure of the time in relation to application of that device. Patient states she changed the device. This could be a serious high level, but patient was able to recover by giving additional insulin. The steroid injection was probably the main cause for the hyperglycemia, but device contribution cannot be excluded.

Event description:
Zealand ae assessor reported that the patient had a high blood sugar reading of 540 and this happened after steroid injections. This high reading occurred approximately 2 weeks ago. The exact date is not known. The patient did not save the v-go in question. The ae assessor also mentioned that the needle popped out on this v-go patient was wearing that had the high blood sugar reading of 540.